Manufacturer narrative:
Supplemental submitted to include UDI. Device not returned.

Event description:
It was reported that a patient fell from the foot end of the stretcher. It was reported that the patient received a fracture which resulted in patient hospitalization.

Manufacturer narrative:
Information surrounding a visual and functional inspection was not available. Device not returned

Event description:
It was reported that a patient fell from the foot end of the stretcher. It was reported that the patient received a fracture which resulted in patient hospitalization.

Event description:
It was reported that a patient fell from the foot end of the stretcher. It was reported that the patient received a fracture which resulted in patient hospitalization.